Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server hard drive and communication errors, transactions were not uploading. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server hard drive and communication errors, transactions were not uploading. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where transactions were not uploading. The technical support specialist (tss) dialed into the server and verified device upload status with no errors but identified data synchronization errors on the station despite ports being open and multiple knowledge articles being applied. Full synchronization attempts repeatedly failed, and although the maintenance service was restarted and additional troubleshooting steps (named pipes, reboot, db checks) were performed, the issue persisted. The database was then deleted and a manual full sync was completed successfully. Customer reported missing transactions and intermittent health sight viewer gaps during communication loss. Device had prior reimaged and hardware issues, with txlocate comparison showing missing medication ids on the station. Replacement ticket was created, customer was updated, and approval was provided to close the case. The system functioned as intended after the technical support specialist troubleshot the device.